Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he the insulin pump had multiple pump error. Customer blood glucose level was unknown. Customer also stated that the insulin pump had replace battery alarm and did not received a low battery alert prior to the replace battery alert. Customer went to work and unable to trouble shoot. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no failed battery test alarms or unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected pump error or the motor arm cannot communicate with the main arm. Alarms during testing however, the formatted history file confirmed pump error and the motor arm cannot communicate with the main arm alarms due to a software error.